Event description:
The sales rep reported on behalf of the customer that instead of a beaded cable, the packaging contained a standard cable. He added that this did not lead to any consequences, as the account had several dall miles cables available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.